Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 115 mg/dl. Customer also received a button error alarm. Customer stated that the up button was pushed and kept ramping. Customer was advised to discontinue pump use and to revert to a back-up plan. Insulin pump will need to be replaced. Customer also reported that his belt clip was broken since it has been very hot in the area he lives in. Customer stated that he clips it in a different area when he is having issues with the heat. Customer will use the lantus until he receives his pump. No additional information provided.

Manufacturer narrative:
No unexpected ramping of numbers noted. No unexpected button error alarms noted. Intermittent button response on the up arrow button due to corroded keypad traces noted, cracked liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.